Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 08/31/2023. Pads were not connected and were also expired with a labeled expiration date of 2021/08. The cause of the AED flashing red was related to a lack of maintenance of the AED and lack of pads connected to the AED.

Event description:
A customer reported that their AED is flashing red and the battery pack and pads are expired. They reported that this did not occur during patient use.